Event description:
It was reported by an attorney that the patient underwent a gynecological procedures on (B)(6) 2003, (B)(6) 2004, and (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that patient underwent removal of tvt on (B)(6) 2004 bydr. (B)(6) at (B)(6) center due to suburethral tvt tape exposure.

Manufacturer narrative:
.